Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient had an infection at infusion set insertion site and was treated with topical and oral antibiotics. No further information available.

Manufacturer narrative:
(B)(4).